Event description:
It was reported that the physician had extreme difficulty with fastening the setscrew in the device header on the ventricular channel. After several unsuccessful attempts to engage the setscrew, the physician was able to engage it. At this time, the screwdriver became stuck in the seal around the setscrew. With difficulty, the physician was able to withdraw the screwdriver. After implant, the patient was checked in recovery, and the device failed to pace at maximum output in the ventricle and impedance was 9,999 ohms. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The device was functionally normal. However, damage to the grommet and setscrew was observed. Grommet material was found in the setscrew, which led to rounding. It was reported that the physician had extreme difficulty with fastening the setscrew in the device header on the ventricular channel. After several unsuccessful attempts to engage the setscrew, the physician was able to engage it. At this time, the screwdriver became stuck in the seal around the setscrew. With difficulty, the physician was able to withdraw the screwdriver. After implant, the patient was checked in recovery, and the device failed to pace at maximum output in the ventricle and impedance was 9,999 ohms. The device was explanted. No patient complications have been reported as a result of this event. (B) (4) actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications; none. Operational context contributed to event (B) (4) impedance, high (B) (4) pace, failure to

Event description:
It was reported that the physician had extreme difficulty with fastening the setscrew in the device header on the ventricular channel with a torque wrench. After several unsuccessful attempts to engage the set screw, the physician was able to engage it. At this time, the screwdriver became stuck in the seal around the setscrew. With difficulty, the physician was able to withdraw the screwdriver. After implant, the patient was checked in recovery and the device failed to pace at maximum output in the ventricle and resistance was 9,999 ohms. The device was explanted. No patient complications have been reported as a result of this event.